Manufacturer narrative:
This supplemental report is being submitted for additional information provided by the customer. The customer provided additional information on 05oct2021. The customer is a gastroenterology technician. The connector broke prior to use. The customer noticed the device was not working and stopped use until the device could be repaired by olympus. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the user report. The fse found the top part of the gray connector had become unscrewed. The connector was removed and replaced. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor had a broken gray connector. There was no patient involvement or impact to patient care reported for this event.